Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a proctectomy procedure, the tip fell off the device. The device hit metal, delayed and then the tip fell off later. A new one was used to complete the procedure. There was no patient impact.